Event description:
It was reported that a malfunction alarm occurred with no significant events preceding it. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after successful reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.